Event description:
As reported by the patient's stepdaughter, the patient was using an oxygen concentrator by nasal cannula. The stepdaughter initially reported that the patient may have lit a cigarette. Later the stepdaughter reported that a malfunctioning space heater caused ignition of the oxygen. The ignition caused second and third degree burns to the head, neck, and shoulders. The stepdaughter reported that the patient was taken to the hospital the same day. The stepdaughter reported his death in 2009. The equipment was picked up from the patient's home and is functioning properly; however, the disposable supplies -nasal cannula, humidifier, etc.- had been disposed of prior to equipment pick-up.